Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no significant packaging carton damage when returned, and all components were included in the package (inserts, open pouch, packaging tray, electrodes, emg size 6 tube). The pouch was open from 3 of 4 sides of the pouch. There was no damage in the construction of the tube, and no traces of contamination. The wire harness tape paper was intact when returned. Additionally, continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were red 3.1 ohm, red (with clear tube) 3.0 ohms, blue 3.3 ohms, and blue (with clear tube) 3.1 ohm. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff stayed inflated for about 3 minutes and showed no signs of leakage. For further analysis, the cuff as well as pilot balloon were submerged under the water and still showed no leakage. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the surgery when the package was unpacked and pre-inflated, it was found that the cuff was leaking air and could not be used. After replacing it with a new endotracheal tube, the problem was solved. There was no patient injury.